Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power on) was confirmed due to a defective u104 pxa processor chip on the computer/analog board, causing the communication error. The root cause for the defective u104 pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.